Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device found that the microdelivery catheter proximal outer shaft had been separated at 1.8cm and 13.2cm distal to the hub and the middle shaft was bent at 15.5cm from the catheter distal end. The microdelivery catheter inner braided tubing was stretched but still intact. The microdelivery catheter was kinked under the strain relief and the distal shaft was compressed just proximal to the stent. The stent was partially protruding through the microdelivery catheter distal end. The stabilizer proximal section was kinked and separated at 3.4cm from its proximal end. The stabilizer middle and distal sections were jammed in the microdelivery catheter. The stent was conforming to its visual specifications. No other anomalies were noted to the device. The damages found on the device are indicative of the stent deployment friction due to unusually high friction between the stabilizer, microcatheter, and/or stent in the system, most probably due to the reportedly tortuous anatomy. The high friction may have led the physician to apply excessive force between the stabilizer and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause the observed kinking, stretching and detachment of the microcatheter outer shaft. As highly tortuous anatomy is considered an anatomical factor, a root cause of operational context has been assigned to this complaint.

Event description:
It was reported that during delivering the stent into the external carotid artery aneurysm, the catheter was broken and subsequently, the physician was unable to advance the delivery system. The catheter had two breaks: one was proximal to the catheter hub and another was distal to the rotating hemostasis valve (rhv). The rhv was opened during the whole procedure. The procedure was completed using a different device. The patient was reportedly in a stable condition. No further information was provided.

Event description:
It was reported that during delivering the stent into the external carotid artery aneurysm, the catheter was broken and subsequently, the physician was unable to advance the delivery system. The catheter had two breaks: one was proximal to the catheter hub and another was distal to the rotating hemostasis valve (rhv). The rhv was opened during the whole procedure. The procedure was completed using a different device. The patient was reportedly in a stable condition. No further information was provided.